Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured 63mm diameter abdominal aortic aneurysm. It was reported that on the date of follow up CT approximately 1 year post index procedure, the proximal stent graft had migrated ap proximately 6mm distally. No endoleak was clearly shown but the aneurysm had expanded by approximately 5mm during the year. As per the physician, the cause of the event is anatomy related as the evar was originally performed against IFU because of the minimal aneurysmal neck in this patient. No additional clinical sequelae were reported and the patient will be monitored by their physician.